Event description:
Description of reported event: a peritoneal dialysis (hd) patient reported to nurse, she had discovered that the needle line had a hole in it and was pulling air into her blood when using a syringe to check placement. This has occurred now 3 times, patient was asked to stop using lot # on 1st occurrence. Patient reported each occurrence to nurse, however; nurse was unable to obtain packaging information from patient until 2nd occurrence. Patient then had 3rd occurrence on the day that she sent the packaging information. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Pt code: 1697. Device codes: 1504, 4062. Ref report: mw5184819, mw5184820.